Event description:
It was reported that during a rectum procedure the device could not fire completely. No crunch was heard, the surgeon fired the device until unable to fire further. The tissue was cut but the washer did not been cut. All the staples were deployed into the tissue, but the staple legs remained straight. The tissue donuts were normal. The primary surgeon fired the device. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4).